Manufacturer narrative:
Additional information has been requested. This report will be updated, should further information be received.

Event description:
Boston scientific received information from a clinician that the patient had a procedure unrelated to the device and upon interrogation at a postoperative check, this device detected thresholds higher than the programmed value. Boston scientific technical services (ts) was contacted for assistance. Ts reviewed remote monitoring data with the clinician and referred the clinician to a field representative. Ts also noted a temporary increase in pace impedance. This device remains in service. No adverse patient effects were reported.